Manufacturer narrative:
The patient age, date of birth, gender, and weight are unavailable. The device lot number and expiration date are unavailable. The device was discarded before this information could be obtained. The device manufacture date is dependent on the device lot number, thus is unavailable.

Event description:
It was reported that during a peripheral vascular intervention procedure, the guidewire was damaged by the turbo elite device. Reportedly, the procedure was to treat a long stent isr occlusion. A step by step technique was used with 20 second laser shots, while progressing 1mm/sec and hydrating with saline. After 2 passes, it was identified that the posterior tibial artery was lost. The guidewire coating had embolized, and a thromboaspiration catheter was used to remove the embols. A bypass was completed to rebuild the artery. The laser catheter reportedly was not damaged in any way. The procedure was then completed without further incident.

Manufacturer narrative:
Upon review of records, it was discovered that the 510k number was inadvertently reported as "n/a" upon the initial 3500a medwatch. This follow up corrects this field with the appropriate 510k number for this device.